Event description:
The 60 ml syringes from (B)(6) are incorrectly calibrated/measured. When the technician drew up what should have been 60 ml, the volume indicated on the syringe was less than 60 ml, it was approximately 58 ml. To test this inaccuracy, the quantity in the 60 ml syringe was then divided into 3 different syringes and there was more than 60 ml, which would be anticipated based upon the overfill from the vials. (B)(6). FDA safety report ID # (B)(4).